Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm almost immediately after insertion it in his left thigh. No further information available.